Manufacturer narrative:
Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 2:00 pm, the result from the laboratory was 2.8 inr. The reagent used was not known. At 3:30 pm, the meter result was 1.8 inr. The results from the laboratory was believed. No treatment was received and there was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer had anemia, but the hematocrit was unknown. The customer had no antiphospholipid antibodies such as lupus, no direct thrombin inhibitor, no heparin, no changes in medication or diet, and no bleeding or bruising requiring medical treatment. The suspect product was requested to be returned for investigation. Replacement product was sent. Only the customer's meter was received and was tested using quality control materials. Testing results: qc 1: 3.4 inr, qc 2: 3.3 inr, qc 3: 3.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.6 - 4.0 inr). All measurements were without error messages. The result alleged by the customer was observed in the meter¿s patient result memory, but the time/date does not correlate to the allegation. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. No information was provided that would point to a cause for the result discrepancy.